Manufacturer narrative:
Product not returned to manufacturer.

Event description:
It was reported that the patient came in reporting unknown abutment loose crown. Upon removal of the crown it was found that the unknown abutment was fracture.

Manufacturer narrative:
After additional information was received on 26-dec-2018, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and/or serious injury. As a result, the prior submission submitted on jan-04-2019, is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
No further event information available at the time of this report.